Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/13/2015. The fse found disconnected waste line from the diff mixing chamber. He replaced the waste line at the diff mixing chamber and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 5 ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and flow cell voltage/pressure out of specification and diff sample pressure below limit error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.